Event description:
New information received noted that the lead exhibited high capture threshold on (B)(6) 2020. Programming changes were made.

Manufacturer narrative:
Correction: h6 - method code should have been (B)(4).

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was ventricular loss of capture; the patient did not require pacing as he is not dependent and he only received it due to the device being in a sensor indicated rate. The patient would continue to be monitored. There were no patient consequences.